Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified corrosion on gear wheel number three and residue on the gear shaft of the motor gear train that contributed to the motor stalls. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving fentanyl (375mcg/ml at 538.62mcg/day) and bupivacaine (14mg/ml at 20.109mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that a motor stall was seen at initial interrogation. The patient did not recently have an MRI. A motor stall occurred on 2018-feb-01 at 16:35 and recovered at 17:16. A motor stall occurred on 2018-mar-29 at 07:31 and recovered at 09:28. There were no electromagnetic interference (emi)/magnetic sources present. The patient did not recall an alarm or having any symptoms on (B)(6)2018. On (B)(6) 2018, the patient thought he heard a single tone alarm and then a dual tone alarm. The patient tried to bolus and got a code and "a picture of the dr," but did not know what the code was. The patient tried to bolus to get the code and the bolus delivered at the time of the report. He was not able to feel anything below his belly, stated this was new. He also started feeling "tingly." The patient was a bit concerned because they lived about an hour away from the healthcare provider (hcp) and it was going to be the weekend. The patient would follow up with the hcp to review consideration of putting pump in min rate and covering patient with orals in the meantime. There were no further complications reported at this time. Additional information was received from a manufacturer representative and an hcp. It was reported that the cause of the ptm code was the motor stall. The pump was replaced on (B)(6) 2018. There were no further complications reported at this time.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that starting on (B)(6) 2018, the device had multiple motor stalls and recoveries. At least one stall occurred daily until pump explant on (B)(6) 2018. The final motor stall did not recover. There were no further complications reported at this time.